Event description:
It was reported that the patient had infection. The pump was explanted. Two days later, the patient had withdrawal symptoms. The patient's intrathecal dose was titrated down to 45mcg/day prior to explant. The drug infused through the pump was compounded baclofen. The patient was started on oral baclofen 30mg qid and was reported to be doing "much better by the next morning".

Manufacturer narrative:
(B)(4).